Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 5/22/1999 at a retail vendor. On 6/28/1999, she sought medical treatment for infection at teh ear piercing site and removal of one earring. She was prescribed antibiotics.